Manufacturer narrative:
Additional information: manufacture date provided.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that there was a uninterruptible power supply (ups) and battery failure. The system had no power unless it was plugged in. Boot-up sequence and shutdown acted strange as well. The system passed an electrical safety test. After replacing the ups, battery, and fuse system returned the device to normal functionality. The system then passed the system checkout and was found to be fully functional. Missing device manufacture date.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task. It was reported that the system had sporadic power down. The surgery was completed without navigation.

Manufacturer narrative:
The uninterruptible power supply (ups) for the navigation system was returned to the manufacturer for evaluation. Testing found that the ups would output power temporarily then shut down without prompt from the user. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Batteries for the navigation system were returned to the manufacturer for evaluation. Testing found the voltage of the batteries to be below intended levels. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.